Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had an intermittent power issue that was not resolved with changing the battery. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records of power on reset events on (B)(4) 2014. On examination, the battery compartment and battery cap were intact without damage. The battery cap was evaluated and determined to be within specifications. The battery cap was able to maintain electrical connection when attached to the pump. The pump was exercised for 24 hours without interruption of power. Investigation did not duplicate the reported intermittent power issue and the pump was found to be operating within the required specifications. Unrelated to the original complaint, the display was noted to be dim and faded.